Manufacturer narrative:
(B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was implanted on (B)(6) 2011. As reported by the patient's attorney, the patient experienced vaginal pain, exposure of vaginal mesh and perineocele. A revision procedure was performed on (B)(6) 2017 and a polyform mesh was implanted. Boston scientific has been unable to obtain additional information regarding the event to date.